Manufacturer narrative:
(B)(4).

Event description:
It was reported through a clinical study that patient was treated with medication/ orthotics due to increase in left hip pain. Severity was noted as moderate and outcome of this event was noted as ongoing/unresolved.